Event description:
On 6/24/95 resident was being bathed in a tub. As the cna was removing him from the tub and rotating the chair, the cna noted that the chair was not descending properly and he looked down at the control pedal. The resident slipped down in the chair and under the seat belt, falling approx 4-5 feet to the floor and striking his right forehead on the floor. The resident sustained a large laceration to the right frontal area, about 8cm across; as well as a hematoma on the right chest, a hematoma on the right knee and a hematoma on the right shin. He was sent to hosp and received approx 28 sutures to the wound. A CT scan was done on his head. Results were negative. On 6/26/95 he was referred to medical center for x-rays of the right shoulder and right knee. The x-rays were negative for a fracture. On 7/3/95 the resident's sutures were removed. Long term adverse effects as the result of this incident are not anticipated. Resident is a male, 5 feet 4 inches tall and weighs 144.5 lbs. His date of birth is 6/21/05.